Event description:
The customer reported to olympus, the duodenovideoscope had albarran lever broken. The device was returned for evaluation. During the device evaluation and found foreign material in the exterior of light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the air water cylinder lacks color, as does the suction cylinder. Water leakage led to corrosion in the suction connector, plate, and circuit board cover, while the electrical connector experienced discoloration. A cut on the k-wire prevents forceps from rising. The light guide bundle cover is damaged, with a burr at the distal end, and the connecting tube has a cut. The universal cord exhibits peeling coating, and several components show scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may not have been removed because of physical damage of the device. Additionally, reprocessing methods are unknown. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the distal end glue was deteriorated by influence of physical stress, chemical stress, and/or storage environment from handling of the subject device which resulted in distal end cracked. The event can be detected by following the instructions for use (IFU) sections: operation manual: 3.2 inspection of the endoscope: inspection of the endoscope. Olympus will continue to monitor field performance for this device.